Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed, this alarm would have caused a loss of mechanical ventilation. There was no report of patient involvement.